Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant chloride result on a patient. There was no patient information at the time of this report. The customer states that return product is not available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/23/2016. Customer returns and retain product was tested and is functioning according to specification.

Event description:
Na